Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 1. On (B)(6) 2021, fracture of the implant was verified. Patient presented with bruxism. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.